Manufacturer narrative:
This ICD remains implanted thus no analysis will be conducted. Should additional information become available this event will be updated

Event description:
Boston scientific received information via call-log that this patient implanted with a implantable cardioverter defibrillator (ICD) experienced inappropriate anti tachycardia therapy and shock in the vt zone. It was noted that this patient had atrial fibrillation in which met initial detection in the vt-1 zone, and then accelerated into the vt zone where anti tachycardia therapy and shock therapy was delivered. In addition, double parallel lines were seen on the electrocardiogram. A boston scientific field representative inquired to technical services regarding possible programming recommendations for optimization, and analysis of the electrocardiograms. Technical services discussed that double parallel lines indicate elapsed time on the electrocardiogram, in addition discussed programming for optimization for this patient. Finally device programming was changed to avoid future inappropriate therapy. No adverse patient effects were reported.